Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The dragonfly optis instructions for use states that if resistance is encountered during advancement or withdrawal of the dragonfly optis imaging catheter, stop manipulation and evaluate under fluoroscopy. If the cause of resistance cannot be determined or mitigated, carefully remove the catheter from the patient.

Event description:
The dragonfly optis catheter became stuck in the lad after a stent was implanted. A second guide catheter was placed through a puncture on the other side of the groin to wire the vessel and help remove the dragonfly catheter. The catheter was then removed by pulling with force. The patient expired the next day. It was reported the patient death was due to a groin bleed from the original sheath, and was not due to the dragonfly optis catheter.